Event description:
End user alleges while operating the motorized wheelchair, in the rain and without the use of a seat belt, the unit stopped and she fell out of the seat. Allegedly, as a result of the incident, the end user sustained multiple fractures.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the equipment in the rain and without the use of a seat belt. The tek xhd owner's manual warns, "do not subject the power wheelchair to direct rain, water, slush or snow," and "always use the seat belt".